Event description:
It was originally reported on (B)(6) 2005 that the device was not working and reprogrammed to no avail. There was an unknown problem with the device. The patient later reported that she was "hit by an 18 wheeler years ago,¿ which damaged the device and was the reason for replacement.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: extension. Product ID: 3093, lot# j0348727v, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: lead. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the neurostimulator, serial #(B)(4), found no anomaly. It was functionally ok and the output was good/stable on each electrode pair. Foreign material was found in the connector ports, the setscrews were tight, and impressions were observed in the connector pins.